Event description:
It was reported that in a revision surgery was performed due to infection. The sl-plus stem was removed.

Manufacturer narrative:
It was reported, that a revision surgery had to be performed due to infection. During this surgery, an sl-plus integration mia stem lat. Was removed. The device, used in treatment, was not returned for evaluation. As the batch number of the device in question was not communicated, a batch record review and a complaint history review could not be performed. Infection is a known side effect, according to IFU lit. No. 12.23 ed. On (B)(6). The severity and the failure mode of the reported incident are covered in the corresponding risk management files. There was no further medical information provided, therefore a thorough assessment could not be performed. The reported failure mode cannot be confirmed, based on the available information. Also the root cause of the infection cannot be established. To date, there are no actions deemed necessary. Smith and nephew will monitor this device for further similar incidents.